Event description:
During a 5th metatarsal fracture case on a (B)(6) female, the doctor experienced some bone splitting while inserting a 202-20-018 tiger headless cannulated screw. The doctor used a k-wire in this case, pre-drilled, and fully prox drilled before inserting any of the screws. One of the 202-20-018 screws went in without any issues. During insertion of the other 200-20-018 screw into the patient, and as the head of the screw was being inserted, the bone began to split. The split occurred near the outside of the bone and the split went across the bone requiring the doctor to remove a portion of bone from the patient. The doctor then used some bone putty in order to fill in the spot where the piece of bone was removed from the patient. The trilliant rep at the case did note that the doctor utilized a 2.4 mm prox drill in this case due to prior experience. The doctor thought that utilizing a larger prox drill would allow for more countersinking which could allow more room for the head of the screw. Both 202-20-018 screws remain in the patient and will not be removed while the 2.4 mm prox drill was billed for and tossed after the case. The 212-24-003 driver was kept by the sales representative to be used in other cases.